Event description:
The customer reported the aliniq ams auto-validated a discrepant alinity I afp (alpha1 fetoprotein) result for one patient sample. Multiple samples were being run for the alinity I afp (alpha1 fetoprotein) and the analyzer generated error code 1094 - unable to process test, no reagent cartridge available. All samples were repeated with a dilution factor updated by the user, and generated results of <16.6. Four out of five of the samples were held in ams and manually validated by the customer, and one sample auto-validated. The following information was provided: sid (B)(6) - result validated by user = <16.6, correct result = 4.7, sid (B)(6) - validated by user = <16.6, correct result = <1.7, sid (B)(6) - validated by user = <16.6, correct result = 9.5, sid (B)(6) - auto-validated result = <16.6, correct result = 4.8, sid (B)(6) - validated by user = <16.6, correct result = 5.7 . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation on the aliniq ams software included a review of data and information provided by the customer, ticket trending review, and labeling review. Per the investigation, error flag 1094 occurred on the alinity I at another laboratory site where the sample originated because no reagent was onboard. Laboratory staff manually updated the dilution factor to 1:10, causing results to appear as <16.6 in ams. Five samples were run and gave <16.6 results. One out of the five samples were auto validated in ams. Log analysis shows this sample was manually set to rerun by laboratory personnel prior to result transmission which was the only difference from the four samples held in ams. Review of the ams rules and results following the incident showed no additional <16.6 results were generated. A review of tracking and trending for the aliniq ams software did not identify an increase in complaint activity related to the complaint issue. The device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified with the aliniq ams software, version 3.03.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the aliniq ams auto-validated a discrepant alinity I afp (alpha1 fetoprotein) result for one patient sample. Multiple samples were being run for the alinity I afp (alpha1 fetoprotein) and the analyzer generated error code 1094 - unable to process test, no reagent cartridge available. All samples were repeated with a dilution factor updated by the user, and generated results of <16.6. Four out of five of the samples were held in ams and manually validated by the customer, and one sample auto-validated. The following information was provided: sid (B)(6) - result validated by user = <16.6, correct result = 4.7. Sid (B)(6) - validated by user = <16.6, correct result = <1.7. Sid (B)(6) - validated by user = <16.6, correct result = 9.5. Sid (B)(6) - auto-validated result = <16.6, correct result = 4.8. Sid (B)(6) - validated by user = <16.6, correct result = 5.7. There was no impact to patient management reported.